Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar ii disorder, post-traumatic stress disorder, adhd, pregnant, suicide attempt, stress, vaginal delivery, tearfulness, irritability, tobacco abuse, obesity, discomfort, abdominal pain, anal pap smear abnormal, endocervical curettage, impotence, rash, itching, grand multiparity, pap smear abnormal and bipolar disorder. Previously administered products included for an unreported indication: neurontin, ativan, vistaril, xanax, benzos and ritalin. Concurrent conditions included schizophrenia since (B)(6) 2017, cramp in lower abdomen, colposcopy, manic depressive, racing thoughts, panic attacks, feeling sad, helplessness, condition worsened, delusion, mood swings, euthymia, sleep maintenance insomnia, appetite disorder nos, flashbacks, nightmares, trauma nos, energy decreased, sluggishness, hallucinating, head pain, memory disturbance, tremor, nicotine dependence, pain in hip, pap smear abnormal and asc-us. Concomitant products included diphenhydramine hydrochloride and haloperidol for agitation, lorazepam for anxiety and agitation as well as aripiprazole (abilify), buprenorphine hydrochloride;naloxone hydrochloride (suboxone), clonazepam, diazepam, lamotrigine, lamotrigine (lamictal), lorazepam (ativan), lurasidone hydrochloride (latuda), prazosin, quetiapine, risperidone and ziprasidone. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/psych injury"), depression ("psychological or psychiatric problems condition:depression/psych injury") and urinary incontinence ("bladder or urinary problems or changes:incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary track infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen and tramadol. Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, depression, urinary incontinence, migraine, dysmenorrhoea, vaginal discharge, dyspareunia, abdominal pain upper, pelvic pain, abdominal pain, back pain, metrorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date of essure: (B)(6) 2012. On (B)(6) 2012, plaintiff received treatment for psych injury, bladder/urinary problems: bladder problems, urinary problems, bladder infection, urinary track infection, vaginal discharge. Plaintiff currently planning for essure removal. Three coils were noted on the right side. Attention was then turned to the left side where the tubal ostia was noted and the essure was then deployed with two coils present. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified): result: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : anxiety, depression, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history was added. Patient demographic, rcc were updated. Marked significant due to imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.